Event description:
It was reported that, during an ukr surgery, while in speed control, the drill cage unlocked on two separate occasions. After the second instance, a sticker/label was used to fix the drill in place (not allowing the drill to come unlocked). To fix the issue, it was gone back and reset the bone model to ensure the final cut surface and correct plan are correct. Surgery was delayed, but it is unknown for how long. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint (pn 500097 rev b) provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. We could not confirm there was a relationship established between the reported event and the device. Functional inspection confirmed the measurement around the snap lock associated with drill retention is .1100 +.0035/-.0000. The returned handpiece's snap lock was measured no larger than .1120 at any point, therefore it is within specifications. A drill and long attachment were snapped in and out of the handpiece for a "feel" test and the resistance was adequate as well. The root cause was established to have no problem found.